Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1of 2 reference MFR. Report: 3006705815-2019-03326. It was reported patient had an MRI scan on (B)(6) and did not set the ipg in MRI mode as the system was full body conditional. During the scan patient felt shocks multiple times and their legs felt heavy after the scan. Company representative interrogated the system and found out there was no impedance issue with the lead .patient experienced right sided weakness . Surgical intervention may take place at a later date .